Manufacturer narrative:
Event site name: (B)(6). Event site postal code: (B)(6). Additional information will be provided following the conclusion of the investigation. H3 other text : device not returned to manufacturer.

Event description:
On 11th december, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the water entered into the lamp's power supplies, causing damage. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock.

Manufacturer narrative:
It was confirmed that the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00952) is a duplicate of the issue reported under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00957). Therefore, the issue is evaluated under manufacturer¿s reference number: (B)(4) (report number: 9710055-2023-00957). Initial reporter was hospital engineering service. This is based on the internal evaluation. Previous b5 describe event and problem: on 11th december, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the water entered into the lamp's power supplies, cousing damage. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock. Corrected b5 describe event and problem: on 11th december, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the water infiltrated from the outside due to rain, entered into the lamp's power supplies, causing the device does not turn on. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any liquid falling off into sterile field or during procedure may cause contamination.

Event description:
On 11th december, 2023 getinge became aware of an issue with one of surgical lights - volista access. It was stated the water infiltrated from the outside due to rain, entered into the lamp's power supplies, causing the device does not turn on. We decided to report the issue in abundance of caution as contact of water with live parts may cause electric shock and any liquid falling off into sterile field or during procedure may cause contamination.